Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's wife) reported that on (B)(6) 2016 at 5:00 pm her husband's adc blood glucose meter started displaying an error-1 message, instead of a blood glucose reading. The caller reported that her husband was "fine the entire night". At 7:30 am on (B)(6) he attempted to do his regular testing, but could not obtain a reading due to the error-1 message. He tried several times, but continued to get the error-1 message. The caller stated that her husband was "sweating and shaking", and that at 11:00 am he "passed out", experiencing a loss of consciousness. The caller reported that as soon as he awakened, she gave him peanut butter and juice to raise his blood sugar. She stated they tried to do another test at 2:00 pm, but still received the error-1 message. She reported that her husband was "fine" at the time of the call, and that they did not call paramedics or go to a hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Meter serial number has been updated based on the returned product.

Event description:
A caller (customer's wife) reported that on (B)(6) 2016 at 5:00 pm her husband's adc blood glucose meter started displaying an error-1 message, instead of a blood glucose reading. The caller reported that her husband was ''fine the entire night''. At 7:30 am on (B)(6) he attempted to do his regular testing, but could not obtain a reading due to the error-1 message. He tried several times, but continued to get the error-1 message. The caller stated that her husband was ''sweating and shaking'', and that at 11:00 am he ''passed out'', experiencing a loss of consciousness. The caller reported that as soon as he awakened, she gave him peanut butter and juice to raise his blood sugar. She stated they tried to do another test at 2:00 pm, but still received the error-1 message. She reported that her husband was ''fine'' at the time of the call, and that they did not call paramedics or go to a hospital. There was no report of death or permanent injury associated with this event.